Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/19/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an empty opened foil and seven unopened samples of product code pdp325h were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested and the following was obtained: what was being done when the needle broke off from the thread? During tying. What tissue was being approximated or sutured when the needle broke off from thread? Unknown. Did the needle fell inside the patient when it broke off? No. How was the procedure completed? With another suture. Were there any patient consequences? No. Event date? Unknown. Procedure name and date? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle broke off from the thread (e.g. Found in package, removal from package, during passage through tissue, during tying, etc.)? What tissue was being approximated or sutured when the needle broke off from thread? Did the needle fell inside the patient when it broke off? If yes, was it retrieved during the same procedure? How was the procedure completed? Were there any patient consequences? Event date? Procedure name and date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. It was reported that the needle came loose or broke off from the thread at the swage. It is not known when the event occurred. No adverse patient consequences were reported. Additional information has been requested.